Event description:
It was reported that a transmission of the device indicated an electrical reset even though the device was functioning fine. Further review of the transmission revealed a partial reset which did not change parameters. The reset message needed to be cleared by interrogation in the office. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5086mri52 implantable pacing lead, (B)(6) 2011. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.